Event description:
Caller states patient received results of 222 mg/dl on the advantage system while using comfort curve test strips whereas a lab comparison returned as 92 mg/dl. The reported results were obtained using the same venous sample. Caller states the sample was not spun down at the time it was drawn; it sat from 30 minutes to 1.5 hours. A serum tube was used. The blood sample was taken from a butterfly tube and a syringe. Caller states the sample she used on the comfort curve strip did not actually go inside the tube; it remained in the syringe. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.